Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, to claim intermittent audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.